Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the solution bag. The patient reported receiving an air detected in cassette alarm during dwell four of five of treatment. The patient contact found the solution bag had disconnected from the cassette. The patient was advised to discontinue the treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the solution bag had become disconnected from the cassette and leaked during the treatment. The patient contact stated the cause of the leak was unknown. The patient contact stated when they noticed the bag had become disconnected they checked all the connections and noticed the connection to the heater bag was loose. There was no leak from the heater bag. The patient contact stated the solution bag had emptied, however they did not know how much fluid had leaked. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete the treatment following the reported event. The patient continued treatment the next day with no further issues. The cassette was discarded and not available for return to the manufacturer for physical evaluation.